Event description:
It was reported that during training the ilet sleep/wake button was slow to respond, taking several seconds to wake the screen, which was resolved after a device restart; the device problem involved a user interface control not functioning as expected on the pump handheld component. Symptoms included no adverse health effects or changes in blood glucose. Outcomes included no medical intervention, no interruption of therapy, and no change to clinical status. Investigation included technical support troubleshooting and user education advising clean, dry hands and monitoring for recurrence, with instruction to contact support if the issue persists for potential replacement. Investigation of this case revealed that the device resumed normal function after reboot and no alarms occurred. It was concluded that the event was non-serious, consistent with a transient user interface responsiveness issue, and not associated with patient harm.